Event description:
In 2009, the pt reported receiving an e4 (occlusion) error while on her infusion device was in the run mode. She stated that the errors began a week ago, and her blood glucose was elevated as a result. She stated that each time the error occurred she changed the infusion set and after a day and a half the error recurred. To troubleshoot the pt was instructed to disconnect from her infusion site and to prime and e4 was displayed. She removed the infusion tubing and primed through the adapter without error. The pt was sent replacement infusion sets and adapters. She called back four days later, and stated that she had received the replacement products and e4 continues to recur. She stated that e4 was displayed last night and she cleared the error by changing the infusion tubing and this morning e4 was displayed. She stated that she changed the insulin cartridge, adapter, and infusion tubing and she is not able to prime. She stated that she switched to her backup infusion device and also received an e4 error. She also stated that she does not feel the infusion device is calculating insulin correctly. She stated that according to the infusion device there are 216 units of insulin remaining in the cartridge, but she stated that it appears to be closer to 250-265 units remaining. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.